Manufacturer narrative:
Product evaluation: (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the glass cap show signs of crystal deposits; the metal cap exhibits mild char on metal surface; the outer flow tubing exhibits mild contamination, likely biologic. Fiber card analysis: use date: (B)(6) 2016, joules used: 129,930. Joules the fiber card is expired ¿ soft joule limit has been reached. Use date does not match warranty form information. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 129,932 joules of use and 24 minutes., the fiber started to blink; machine going in standby mode in a recurrent manner and then it shows ''fiber expired. The fiber tip (cap) was cleaned during the procedure. The procedure was completed using a second fiber. There was no patient injury reported.